Event description:
It was reported that during removal of the screw, the material gradually progressively twisted and then disintegrated in the patient preventing the complete removal of the device. The doctor broke the screw as close to the bone as possible and it is distal enough not to interfere with a future total knee replacement. This resulted in a 30 minute surgical delay and there will be no need to schedule another surgery.

Event description:
It was reported that during removal of the screw, the material gradually progressively twisted and then disintegrated in the patient preventing the complete removal of the device. The doctor broke the screw as close to the bone as possible and it is distal enough not to interfere with a future total knee replacement. This resulted in a 30 minute surgical delay and there will be no need to schedule another surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The recurring breakage of 4.0 mm asnis iii screws during implantation or explantation was covered by a nc opened and closed in 2013. No corrective action was deemed necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3: part of the screw remains in the patient, and the remainder was discarded.